Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported there was a revision surgery due to a rise cage backing up into the disc space post operatively.